Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unrestricted flow. On an unspecified date and time, the device was programmed to deliver rocephin 1gm/250ml at a rate of 250ml/hr with a volume to be infused (vtbi) of 250ml and the delivery was started. No further device programming parameters were provided. The customer contact reported that after approximately 10 to 15 minutes, the patient called the nurse and complained of neck itching. At that time, the nurse reprogrammed the device to deliver at a rate of 50ml/hr and the delivery was resumed. At this time, the nurse noted the "drops were going too fast for that rate." The nurse reprogrammed the device to deliver at the previously programmed rate of 50ml/hr with a vtbi of 250ml and the therapy was resumed. The customer reported the nurse reported that again the drops "were going too fast for the programmed rate that rate." The device was removed from clinical service. Therapy was resumed via gravity flow by "regulating the clamp control" on the tubing set. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, unrestricted flow was noted. Though requested, no additional information was provided.